Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2022-00059. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of this medwatch report. Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava (vc) perforation, tilt, anxiety, worry, fear, and limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry, fear, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2013 due to pulmonary embolism (pe). The patient alleges tilt, vena cava perforation, and perforation along the posterior periphery of the abdominal aorta. The patient further anxiety, worry, filter abutting adjacent structures, fear, and limited mobility. On (B)(6) 2020, per a report from computed tomography; ¿caval perforation: yes. 4-o¿clock 10.00 mm grade 3 along the posterior periphery of the abdominal aorta. 7-o¿clock 3.90 mm grade 2. 2-o¿clock 4.40 mm grade 2. Tilt: yes . Right-sided tilt 16.79 degrees. Anterior tilt 5.20 degrees. Migration: no.¿